Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. The device used in this incident is unknown the lot number is unknown. Device evaluation: result - no sample was returned for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the suspect device "fell apart" during an IV stick. The patient was reported to be fine but since the safety shield did not cover the needle, the employee was stuck in the arm.